Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned new vial of test strips (lot# rt4868) and no longer has vial of test strips that produced erratic blood results - unable to verify test strip lot# and return the test strips for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 80-130mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 189mg/dl and 188mg/dl not fasting reviewed meter memory: (B)(6). Customer states that he was concern with the test that was taken on (B)(6) 2016 at 1:35pm 102mg/dl & 1:34pm 189mg/dl and other results in the meters memory. Customer states that the meter have not been working so he stop using the meter. Customer states that he was told by the pharmacy to contact us about the meter. The meter have been giving erratic blood results and he have not use the meter for 6 weeks now. Customer just purchases this new vial of strips and does not have any more strips from when the meter was giving erratic blood results. After reviewing several results in the meters memory the only results that is of concern was taken on (B)(6) 2016 at 1:35pm 102mg/dl and 1:34pm 189mg/dl fasting. Customer is taking metformin and glipizide.